Manufacturer narrative:
Follow-up # 1 date of submission 04/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following results:a review of the black box confirmed a time and date reset to factory default following a battery change on 01/24/2014 but patient did not set correct time/date after rebooting. The pump was exercised for 24 hours and then the battery was removed for six hours; the time and date reset to default. The pump was opened and the internal clock battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the battery in the pump was changed on (B)(6) 2014 and the pump did not save the time and date. The reporter was unable to recall the default date in the pump. The reporter stated the date was accidentally programmed for (B)(6) 2014; however the time was set correctly. The reporter stated the incorrect date was corrected the night of (B)(6) 2014. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged time/date reset issue remained unresolved with troubleshooting.